Event description:
On (B)(6) 2013 the lay user/patient in USA contacted lifescan to report the one touch verio iq meter was giving inaccurately high readings compared to another meter. The patient obtained the blood glucose reading of 277 mg/dl on the reported meter and a reading of 152 mg/dl on another meter. There was no patient injury associated with this issue. As the issue was not resolved and the results fell outside expected values for meter-to-meter accuracy testing, this complaint is being reported. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.